Event description:
It was reported that the surgeon attempted the implant of a 2650-25mm valve but due to sizing issues chose to go with a 2700-23mm valve instead. The surgeon used the sav sizer and indicated that he had just started to work with these types of valves and oversized and got a pv leak, put in a smaller size. Also stated that this event was not valve related and there was no malfunction. No additional information was provided despite multiple attempts.

Manufacturer narrative:
Method: evaluation anticipated, but not yet completed. The serial number has not been provided and could not be traced, therefore, the device history record review could not be performed. Despite multiple attempts, the healthcare provider declined to provide any additional information such as patient details, operative details, or medical records. The device was received, however evaluation has not yet been completed. Device evaluation and analysis, as well as any additional information, will be reported once available.

Manufacturer narrative:
Method = x-ray. Evaluation summary: as received, all three leaflets of the valve were in an open-like position. Mechanical damage was also evident in the tissue as serrated marking evident at all three leaflets. The markings are most likely due to surgical tool. The distortions may have been during implant or explant. No inconsistencies were detected in the x-ray as the wireform is intact. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The evaluation confirmed mechanical damage to the valve which may have occurred during implant or explant procedure. Per the provided information and investigation, this is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device.